Manufacturer narrative:
No 510k as depuy orthopaedics sells a similar product (or the same product with a different product code) in the us. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once is has been completed.

Event description:
During surgery the bone cement smartset gentam 40g 309504 was mixed and used in the acetabulum, it hardened successfully. Then the femur shaft was prepared and bone cement smartset gentam 40g catalogue 3095040, batch 3031493 was mixed and placed in the femur shaft. After 14 minutes, the surgeon tested the cement, but it was still soft. After another 3 minutes, is appeared to have hardened. Before the femur head was placed, surgeon tired to maneuver the joint and the prosthesis slipped out. More cement bone cement smartset gentam .20 (B) (4) had to be mixed and applied to the femur and another summit syringe had to be used. Surgical delay approx 17 minutes due to the problem.